Event description:
It was reported that hip was revised due to concentric wear and osteolysis around the cup. Exposure was made. The head was removed with a drill, the cup was then explanted. A zimmer cup was implanted and a 40 mm zimmer liner was then cemented into the cup. Various 28mm morse head trials where trailed with a depuy 28x50 bipolar, a 28mm 5 morse taper head was then implanted. A depuy 28mmx40mm bipolar was then implanted over the morse head. It was then relocated to articulate with the zimmer cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.